Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as healthcare provider reported patient consent is needed to release the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to the event; however, exact cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a patient with a 19mm aortic valve implanted 15 years, five months, was explanted due to bioprosthetic aortic valve stenosis. Operative findings indicate previously placed bioprosthetic aortic valve with significant thickening and calcification of the leaflets. The explanted device was replaced with a 23mm aortic valve. The patient also underwent mitral valve replacement during the procedure. Post-operative tee revealed excellent valve function with no significant perivalvular leaks. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Added: expiration date and manufacturing date.